Event description:
It was reported that "the guide wire does not progress despite the well-positioned needle with blood flowing spontaneously in 2 different places and it has significant deformation." Additional information from the physician reported that "four attempts were made at the subclavian site with a double lumen, three more attempts in the left jugular with another double lumen and three more attempts in the left jugular with the monolumen guide. All the attempts were unsuccessful. This material, when the patient is hypovolemic, has an history of chemotherapy or radiotherapy, or has significant edema, the guide deforms and does not progress. If the patient is euvolemic and compensated, they do well, but it doesn't progress and deforms when used in a critical patient who needs central access". The associated emdr report numbers are 3006425876-2025-00211.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo only shows the product lidstock. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was not able to be confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guide wire does not progress despite the well-positioned needle with blood flowing spontaneously in 2 different places and it has significant deformation." Additional information from the physician reported that "four attempts were made at the subclavian site with a double lumen, three more attempts in the left jugular with another double lumen and three more attempts in the left jugular with the monolumen guide. All the attempts were unsuccessful. This material, when the patient is h ypovolemic, has an history of chemotherapy or radiotherapy, or has significant edema, the guide deforms and does not progress. If the patient is euvolemic and compensated, they do well, but it doesn't progress and deforms when used in a critical patient who needs central access". The associated emdr report numbers are 3006425876-2025-00211 and 3006425876-2025-00151.